Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said she had a pain ins that didn't work. The patient had limited details regarding this event as it happened several years ago. The patient also didn't remember when they first noticed that she was not getting therapy relief. The patient noted that the ins was removed after a couple years.